Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Evaluation summary it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Before use, during the inspection, the user found that the scope was leaking on the right site. In addition, the user stopped using this scope. Then, the scope was sent to repair.